Event description:
Related manufacturer reference number:2017865-2023-42522 related manufacturer reference number:2017865-2023-42525 it was reported that the patient presented in the clinic with an infection at the implanted device pocket site. An echocardiogram was performed which showed vegetation on all the implanted leads - right atrial lead (ra), right ventricular lead (rv) and left ventricular lead (lv). The implantable cardioverter defibrillator, ra, rv and lv leads were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.